Event description:
Boston scientific crm received info that about three months following implant, this atrial lead became dislodged. It was explanted, and a new lead was successfully implanted. To date, no adverse pt effects were reported.